Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device photograph was reviewed on (B)(6) 2020. Visual analysis of the photograph identified the following: two devices appear in the photo and it is not indicated the side they belong to. One device has flat crease and the other device may have an opening due to the device having no fluids inside the unit; this cannot be confirmed due to quality of the photo. Device analysis performed through photograph. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.